Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, difficulty was encountered while inserting steerable guide catheter(sgc) in anatomy. Patient was dilated and the same sgc was reintroduced and was advanced to right atrium. In fluoro imaging, it was observed that the sleeve was unable to curve and straighten after usage of +/- knob. Physical sticking was felt at -/+ knob. The sgc was removed from the anatomy and was replaced with another sgc to complete the procedure. The mr was reduced to grade 2 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure of in ability to curve and resistance of the knob were confirmed via returned device analysis. The reported positioning failure of inability to straighten was not confirmed. The reported difficult to insert into the anatomy could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to insert. The reported inability to curve, inability to straighten and resistance of the knob appear to be due to the difficulty inserting. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2017 improper or incorrect procedure or method type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, difficulty was encountered while inserting steerable guide catheter(sgc) in anatomy. Patient was dilated and the same sgc was reintroduced and was advanced to right atrium. In fluoro imaging, it was observed that the sleeve was unable to curve and straighten after usage of +/- knob. Physical sticking was felt at -/+ knob. The sgc was removed from the anatomy and was replaced with another sgc to complete the procedure. The mr was reduced to grade 2 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.